Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that arteriotomy closure of a calcified common femoral artery was performed using a proglide device via a 6f sheath after a peripheral interventional procedure including atherectomy, ballooning and stenting. The proglide device was deployed without issue and hemostasis was achieved; however, post procedure the patient experienced back pain and hypotension. There was no retroperitoneal bleed. Manual arterial compression was applied for 20 minutes and the hypotension and back pain subsided. The patient was in stable condition and discharged to home. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.